Event description:
The technologist went into the treatment room to remove the custom blocks for the pt. Apparently, the accessory mount was bumped, causing the safety latch to give. The custom blocks, approx 30 lbs, started to slide out of the accessory mount. Technologist's right hand was struck by the blocks, and she grabbed the blocks with her left hand. As the blocks were heavy, the weight pulled her left shoulder 'out of the socket.' Service rep came to check the equipment. Noted that the safety latch did not catch properly with the angle of the collimator and any weight over 12 lbs. New mount was ordered and exchanged.